Event description:
It was reported that during a da vinci cystectomy procedure, after re-installing the endowrist one vessel sealer instrument, it would not work. Reportedly, there were no issues noted during the initial use of the instrument. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the endowrist one vessel sealer's blade is dislodged between the grips. The instrument did not pass a self-test and would not engage. Neither the blade cable nor blade is bent. After the blade was re-seated, the instrument passed a self-test and there no errors were generated. The instrument passed electrical continuity testing. Review of the site's system logs for the reported procedure date found that several error messages indicating that the blade was jammed occurred during the procedure. Failure analysis investigation also found that the instrument's snake wrist is dislodged. There are no missing pieces. The instrument installed on an in-house is3000 system would not advance through an in-house 8mm cannula due to the dislodged snake wrist; however, the instrument advanced through an in-house 13mm endowrist stapler 45 instrument cannula and the instrument engaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of the instrument's dislodged snake wrist found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.